Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a loose IV pole clamp; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-ggard infusion pump with a loose IV pole clamp was confirmed and duplicated during product evaluation. The root cause was determined to be loose pole clamp screws. Loctite 425 solution was applied on the pole clamp screws and they were tightened as per the service manual to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.